Manufacturer narrative:
The lot was manufactured june 11, 2021 to june 14, 2021. The device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within product specifications. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with flucloxacillin 8g and citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G3: the correct g3 date for the initial submission is 03/08/2022, previously submitted as 03/10/2022. Should additional relevant information become available, a supplemental report will be submitted.